Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was kinked, stretched, buckled, and broken at the proximal section. The push catheter was kinked at the distal section. Also, a non-bsc guidewire was stuck in the guide catheter. Due to the condition of the device, functional inspection could not be performed, however, the failures found affect the deployment activity. No other issues with the device were noted. The reported event was confirmed. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to the push catheter to be kinked, this condition could result in issues deploying the stent due to friction between the kinked area in the push catheter. Continued attempts to deploy the stent or forcible retraction of the guide catheter in order to release the stent could result in the guide catheter stretching. Once the guide catheter became stretched, the inner diameter would be reduced which could result in the guidewire getting caught in the catheter. The most probable root cause of those failures is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent would not deploy properly. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.